Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. The distal tip was damaged. There were numerous hypotube kinks. Magnified inspection of the balloon revealed a pinhole in the balloon material 10mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 2mmx40mmx145cm coyote¿ es balloon catheter was advanced for dilatation. However, upon the 1st inflation at 2 atmospheres, the balloon ruptured. The balloon was completely removed from the patient and was exchanged with a 2.5mmx40mmx146cm coyote¿ es balloon catheter. The balloon was inflated 7 times at 10 atmospheres for each inflation. However, upon the 8th inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and was exchanged with a 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter. However, during inflation at 18 atmospheres, the shaft was kinked and the balloon ruptured. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.